Event description:
It was reported that the patient received inappropriate therapy due to noise. Additionally, there was high short interval counts (sic), high impedance, and no capture, and the r-waves diminished from 10.4mv to 1.7mv. A lead fracture was suspected. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).